Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon was implanting a x-mesh expandable cage via an anterior lumber approach at l4-l5 due to a trauma that caused a vertical displacement of l4 upward creating a significant space between l4-l5. A vascular surgeon performed the approach. During that approach, there was significant bleeding while the vascular surgeon was dissecting to the spine. It was my impression that an artery was lacerated and had to be repaired. After quite some time and significant blood loss. The bleeding was stopped and the surgery continued. The spine surgeon then proceeded to implant the x-mesh cage. He selected a size and inserted under x-ray. He placed the cage in the ideal position, expanded the cage and then proceeded to lock the cage with the appropriate screw driver (2889-00-051) and torque limiting handle (2889-00-050)- the problem with our instruments occurred when before the 3nm limit on the torque handle was achieved (or at least before the handle made the click to indicate the limit was reached), the screw stopped turning and the driver slipped out of the locking screw on the cage and then the entire cage slipped out of ideal position. The surgeon then had to try to collapse the cage to takeout. However, he had trouble re-engaging the driver into the locking screw to unlock what he had locked. That didn't work so he had to remove the cage without collapsing it. After removing the cage intact and confirming no fragments were left in the patient, he selected a different cage and proceeded to implant it. While implanting the 2nd x-mesh cage, the patient again started bleeding very significantly. This appeared to be a similar problem that occurred with the vascular surgeon earlier in the case. After several minutes, the bleeding was contained and the spine surgeon proceeded to expand and lock this 2nd cage. At this point, the patient vital signs were worsening because of the loss of blood and blood pressure, so the spine surgeon was having to very quickly expand and lock the cage. It wasn't in an ideal position when he decided to lock the cage with the same screw driver. At this point, he didn't fully trust the torque limiting feature of the handle (2889-00-050),so he screwed it tightly without trying to achieve the ;'click' if the handle. After the vascular surgeon began dosing, the spine surgeon reviewed the x-rays and did not think the cage was in a good location. However, he wasn't able to revise the cage at that point due to the patient's blood loss and the need to end the surgery. On august 20th, I became aware that the surgeon is planning on taking this patient back to surgery to revise the placement of the x-mesh cage on (B)(6). I can provide more details on that revision after that case. The patient has remained in ICU since the surgery (it is (B)(6) as I write this).

Manufacturer narrative:
(B)(4). The expedium x-mesh torque driver handle (product code: 2889-00-050, lot number: br0808) was returned to the complaints handling unit (chu). Torque testing was performed on the torque handle. The amount of torque exerted by the handle was consistently within its specifications. The handle may have been perceived as undertorqueing due to the overextended cage and associated set screw with the damaged drive feature requiring more than 3.0 n*m to adjust/set the cage due to the aforementioned damage. With the handle not operating above its intended torque limit, it was unable to generate the torque necessary to adjust/set the damaged cage. This instrument is undamaged and functioning as intended. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis is necessary for the torque handle at this time as no product failure have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.